Event description:
The customer's parent called and reported the insulin pump alarmed with battery out limit during normal use and the keypad stopped responding. The battery was changed out three times. Customer's blood glucose was 200 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to corroded keypad traces. The device had normal operating currents. It was monitored for several days and no battery out limit alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, broken belt clip slot, and missing end cap sticker.